Event description:
It was reported that the doctor opened the package and put the balloon into the lesion, but the balloon could not be dilated at all. Another balloon was used to complete the case. No pt effects were reported. Though requested, no additional info was provided. During returned device analysis, a balloon rupture was observed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.